Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on station. A technical support specialist (tss) investigated a case where a patient appeared correctly in es with an active admission, proper unit assignment, and current orders, but did not display on any dispensing device. Device side checks, including logs, connectivity, and unit configuration, showed no issues. A test patient successfully appeared on the device, confirming normal device behavior. Database review verified the patients encounter as active with no discharge timestamp. The issue resembled a previous incident where historical or out of sequence encounter messages from the host system caused the active visit to be misinterpreted at the device level, though the customer noted this case had some differences. The, the tss requested encounter identifiers, message samples, and a time window to continue analysis and offered a live review. Since the requested information was not provided, tss closed the case referencing the new case for further investigation and troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient¿s medications were not appearing for the villa admission with visit ID 16347083 and were only visible for clinic visits. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient¿s medications were not appearing for the villa admission with visit ID (B)(6) and were only visible for clinic visits. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.